Event description:
A user facility reported that a dialyzer blood leak occurred immediately upon the start of a patient's hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed in the arterial header cap of the device. The machine, a 4008s clasica, alarmed appropriately with a blood leak alert. Blood leak test strips were not used. There was no damage found on the dialyzer. The medical staff returned blood from the arterial line only. Estimated blood loss (ebl) was reportedly 200 ml. Other than the blood loss, there was no patient injury, adverse event, or medical intervention required due to the events. The patient was able to complete their treatment after being re-setup with new supplies on a different machine. Both photo and video evidence of the dialyzer were provided for review. The dialyzer was not available to be returned for physical evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: g1 plant investigation: the reported complaint was confirmed based on the provided photo and video. The photo shows a dialyzer connected to the machine where there appears to be blood on the outside of the fibers in the bell housing and in the dialysate line. The video is a two second clip showing the dialyzer connected to the machine and there is blood on the outside of the fibers in the bell housing; however, a cause of the leak is not visible in the video or photograph. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Vision systems and blood leak reduction capas are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The complaint was confirmed as the provided photograph/video indicates that an internal leak occurred, however, a probable cause for this failure to occur was not conclusively determined.

Event description:
A user facility reported that a dialyzer blood leak occurred immediately upon the start of a patient's hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed in the arterial header cap of the device. The machine, a 4008s clasica, alarmed appropriately with a blood leak alert. Blood leak test strips were not used. There was no damage found on the dialyzer. The medical staff returned blood from the arterial line only. Estimated blood loss (ebl) was reportedly 200 ml. Other than the blood loss, there was no patient injury, adverse event, or medical intervention required due to the events. The patient was able to complete their treatment after being re-setup with new supplies on a different machine. Both photo and video evidence of the dialyzer were provided for review. The dialyzer was not available to be returned for physical evaluation as it was reportedly discarded.